Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was unable to active MRI mode initially because their implant battery was ¿not very strong and only lasted so long¿. The caller stated that this started ¿lately,¿ but did not know a specific timeframe (date, month, year was asked but was unknown). The patient was able to successfully put the implant into MRI mode currently. No symptoms were reported. No further complications were reported/anticipated.